Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received no delivery alarms during normal use. As a result, customer woke up with high blood glucose of 500 mg/dl, which was treated with manual injection. Troubleshooting was performed and insulin did exit. Customer was not able to remove set and was advised that occlusion may have been due to faulty sets as issue had also occurred with other sets from the same lots. Sets would not be returned.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.